Manufacturer narrative:
The device has been returned and is currently being analyzed. No further information is available.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the research coordinator that the patient noted strange noises for one week prior to experiencing a failure light. As a result, the pump stopped and the patient was hand pumped. The patient was admitted to the hospital and was placed on pneumatic actuation using a stroke volume limiter (svl) and drive console. Later on, the patient returned to the or for a pump exchange from the lvad to the manufacturer's clinical trial lvad. The patient remains ongoing with the manufacturer's clinical trial lvad.